Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was bent/damaged consistent with procedural damage and was clogged with blood/tissue. Unable to measure helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix.

Event description:
It was reported that a patient presented with dislodgement resulting in loss of capture resulting from right ventricular lead dislodgement. This was confirmed with x-ray imaging. The lead was explanted on (B)(6) 2024. The patient was stable throughout.